Manufacturer narrative:
Device manufacture date: january 20, 2016 ¿ january 21, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed a pool of solution inside the housing of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking. This was discovered prior to use of the device. The device was filled with 2000 mg of vancomycin in 240 ml of 0.9% sodium chloride. There was no patient involvement. No additional information is available.